Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead exhibited high thresholds with loss of capture (loc). The lead was repositioned and the patient was discharged. At a recent office visit, this lead was noted to have high thresholds with loc. Surgical intervention was performed but the lead could not be successfully repositioned due to varying low impedances and low amplitudes. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Some induced damage was observed in the lead insulation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.